Event description:
Device programming issues were reportedly encountered during the implantation procedure of this pacemaker on (B)(6)2014.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. The device model involved in this MDR report is not approved in the us; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.